Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, prior to the attempted implantation of this 34mm transcatheter aortic bioprosthetic valve (tav), in a patient with peripheral vascular disease and calcification in the common iliac and external iliac arteries, vascular access was achieved by the left femoral artery. The minimum access vessel diameter was 4.2mm. Difficulty was reported during the attempt to advance both a 22mm dilator and a medtronic sheath past the calcification. Transfemoral shockwave intravascular lithotripsy therapy was performed. An 18f non-medtronic (gore) sheath was advanced and the medtronic delivery catheter system (dcs) was attempted; however, the vascular access was switched to carotid access. Subsequently, the dilator, dcs, and sheath were withdrawn from the patient and bleeding was revealed from a femoral artery dissection not previously visible. Medication was administered, an unspecified number of units of blood were transfused, and balloon angioplasty was performed. Femoral stent grafts were implanted, a femoral artery cutdown was performed followed by a successful small femorofemoral bypass, and the patient was stable. Per the physician, the cause of the dissection was unclear, but was likely caused by the manipulation of multiple devices in an attempt to advance past the calcification. The procedure was delayed by two hours as a result of this issue; no medtronic tav was implanted. Despite the interventions, the patient died during the overnight hours between the second and third post-operative day. Per the physician, a medtronic device did not cause or contribute to the patient¿s death. Additional information was received that 6 units of blood were transfused. It was clarified that the procedure was not aborted; the procedure proceeded with carotid access and a valve was successfully implanted. It was reported that the patient did not have any symptoms after the procedure, and the patient was reported stable; however, between the 2nd and 3rd post-operative day, the patient deteriorated and subsequently died. The cause of death was unknown. Additional information was received to clarify that a new dcs was used to implant a new valve via the carotid access. Per the physician, the implanted valve did not cause or contribute to the patient's death.